Manufacturer narrative:
Qn# (B)(4). The customer provided one photo for analysis. The image shows multiple components of a kit, including one guide wire assembly. The customer returned multiple components of a cvc kit, including one guide wire assembly, catheter, arrow raulerson syringe (ars), and introducer needle, for analysis. No definite signs of use were observed on the returned components. Visual analysis of the guide wire revealed multiple kinks towards the distal end. The distal j-bend appeared misshapen but intact. Microscopic examination confirmed the defect and revealed that both welds were present and spherical. Visual and microscopic examination of the ars revealed no obvious defects or anomalies. The kinks measured 590mm and 595mm from the proximal end of the guide wire. The overall length of the guide wire measured 600mm which is within the specification limits of 596mm - 604mm per the guide wire product drawing. The outer diameter of the guide wire measured 0.0800mm, which is within the specification limits of 0.788mm - 0.826mm per the guide wire product drawing. The guide wire was functionally tested per the instructions for use (IFU) provided with this kit, which informs the user, "advance guidewire into arrow raulerson syringe approximately 10 cm until it passes through syringe valves or into introducer needle". The guide wire was advanced through the returned ars, and was able to pass with little to no resistance. A manual tug test confirmed that both welds were secure and intact. A device history record review was performed and no relevant findings were identified. The IFU provided with this kit informs the user, "do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage." The customer report of a kinked guide wire was confirmed through investigation of the returned sample. The guide wire contained multiple kinks towards the distal end. The guide wire passed all relevant dimensional and functional requirements, and a device history record review was performed with no relevant findings. Based on the customer report and the sample received, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend on reports of this nature.

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the physician found resistance when the spring wire guide was inserted into the arrow raulerson syringe (ars) during use on the patient. The spring wire guide was found kinked. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#(B)(4).